Event description:
Collet heated up and burned pt's upper and lower lips. Pt was sedated and dr noted the pt jump. Within seconds the handpiece became too hot to continue holding and then froze up. The handpiece was against the pt's lip, resulting in a blistered top lip 1 1/2 x 1 cm and blistered lower lip 4 mm in diameter. Vermilion border was not involved. Burn areas treated with neosporin.